Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: f/g, promus element, mr, ous 2.50x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The 6 most distal strut rows were damaged, consistent with the stent meeting a resistance or an obstruction during an attempt to cross a lesion. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 250mm distal to end of strain relief and multiple hypotube kinks, consistent with device manipulation and the application of excessive force while having difficulty crossing a lesion. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-jan-2017. It was reported that crossing difficulties were encountered. The tight target lesion was located in the highly tortuous right coronary artery (rca). After pre-dilatation was performed, a 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube break.